Event description:
It was reported to boston scientific corporation that an stonetome sphincterotome, was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, while inserting the device along a guidewire, the distal tip and the cutting wire bent. The procedure was completed with another stonetome sphincterotome device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." This event has been deemed a reportable event based on the investigation results; wire bowed out of plane.

Manufacturer narrative:
The reported event of wire failed to align (bowed out of plane). A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A visual examination of the returned device found that the working length of the device was found twisted. The exposed cutting wire and working length was found intact and was not bent or kinked at any location. An initial functional evaluation revealed that the device was able to bow, but it did not bow in plane. The cut wire was measured and meets specification. Based on the evaluation, the returned device showed no evidence of the alleged issue and functioned as intended, therefore the most probable root cause could not be determined.